Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Nearly choking [choking sensation]. Bristle part of the toothbrush came off - oral-b [device breakage]. Case narrative: consumer via e-mail reported that the bristle part of the oral-b toothbrush head came off while they were brushing their teeth and they nearly choked. No serious injury was reported.